Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Event description:
During servicing of a homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2012 at 14:39:40. During night drain cycle two, the patient's ultrafiltration reading was 549 ml, indicating the home patient (hp) drained 549 ml more than their maximum programmed fill volume of 100 ml. This information meets iipv criteria. No additional information is available.